Event description:
It was reported that the patient was admitted to the hospital due to multiple shocks. Boston scientific technical services (ts) was asked to review, and found that there were twenty-four anti-tachycardia pacing episodes and twelve delivered shocks with therapy exhaustion. Some therapy was not successful in converting the patient's rhythm. The device and leads remain in service. No additional adverse patient effects were reported.